Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a defective downstream occlusion sensor. Visual inspection was performed. The downstream occlusion sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation identified a defective downstream occlusion sensor. There was no patient involvement.